Event description:
During a follow up in clinic, diagnostic imaging was performed and the right atrial (ra) lead was noted to be dislodged. During the repositioning procedure, the physician attempted to remove the atrial lead from the device header but was unsuccessful. The lead and device were explanted and replaced. The patient was stable with no consequences. Manufacturer report number: 2017865-2018-14850.

Manufacturer narrative:
Additional information: as received, a complete lead was returned with the helix fully extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The lead was tested with a device and could be inserted and removed from the device header without any anomalies noted.